Event description:
The pt reported that she had been hospitalized since (B)(6) 2012, with diabetic ketoacidosis and that she also experienced a heart attack on that date. Upon arrival to the hospital her blood glucose measured 484 mg/dl on her pdm and 548 mg/dl on the hospital¿s meter. Then on (B)(6) 2012, while still in the hospital, another comparison was done against both meters (pdm) vs. Hospital meter) and the readings were 164 mg/dl and 205 mg/dl respectively. The test strip lot she is using expired on (B)(6) 2012, but the hcp requested that the pdm should be replaced.

Manufacturer narrative:
The returned product was evaluated and performed within specifications. All readings tested fell within the specified tolerance limits. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user¿s guide warns ¿if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately,¿ and advises ¿you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate or if your test results are not consistent with how you feel¿.